Event description:
The v-go trainer (B)(6) called reported that the patient informed her he had fell and reported that his blood sugar was low. Patient stated on friday his body was weak and that he noticed he was shaking and then fell. Patient's daughter is also a dr. Called the ambulance and the patient was taken to the hospital. Patient stated while he was there they confirmed that his blood sugar was low but he was unable to provide the exact readings. Patient mentioned that he was taken care of and released from the hospital the same day.